Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, may be due to perioperative bacterial contamination of the valve or microbial seeding due to a non-valve related patient infection. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
As reported, after undergoing aortic valve replacement (avr) with a 23mm pericardial valve, a patient developed endocarditis, was treated with antibiotics and subsequently expired after re-do avr was performed to replace the infected valve. The patient had an onset of fever, weakness, upper respiratory symptoms and a onetime episode of diarrhea that started approximately six (6) weeks after avr with a single vessel coronary artery bypass graft. Transesophageal echo and blood cultures were reportedly negative at the onset of symptoms and during a subsequent hospitalization that occurred approximately two (2) months after avr. Although not confirmed through diagnostic testing, endocarditis was suspected and the patient was treated with antibiotics. Subsequent hospitalizations for fever of unknown origin failed to confirm endocarditis until approximately six (6) months after avr when blood cultures and cultures from a tissue biopsy were positive for nocardia. Treatment continued, but the patient did not improve. The infected valve was explanted approximately one (1) year after implant. During the replacement surgery, after the valve was replaced, attempts to wean off cardiopulmonary bypass were unsuccessful despite inotropic medications and an intra-aortic balloon pump. Care was withdrawn in the operating room and the patient expired. The pathology department did a gross observation of the explanted valve; no distinct vegetation was noted on the valve. Explanted pericardial tissue was then sent to a third party for analysis. Results identified evidence of nocardia pneumoniae dna.